Manufacturer narrative:
The pump has been returned, but device returned date is unknown. The pump has been evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up, down, and contrast buttons were intermittently responsive during testing. During investigation, contamination was found under contacts of all buttons. A secondary issue not related to primary complaint was observed. The display was found to be faded and discolored as a secondary issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were hard to press since a few days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.